Event description:
It was confirmed the patient's indication for the procedure was the pre-existing conditions/pertinent health history was possible bile duct stones. The patient did not experience any adverse effects because of this occurrence and the patient¿s current condition/health status is no complications.

Manufacturer narrative:
The customer confirmed the cover was recovered and was not visibly damaged or cracked. No anti-fog agent was applied to the scope lens and only the use of ky jelly lubricant was applied to the tip or the scope/ distal cover. It is unknown if the user inspected the distal cover after appling to the scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected and prevented by following the instructions for use which state: "operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. Olympus representative was later informed that the distal end cover was discarded after the procedure, and the duodenovideoscope was inspected and it is working properly. The root cause cannot be conclusively determined; however, based on the results of the investigation, it is likely that the following led to the reported event: 1.) Chemicals such as anti-fogging agents adhered to the distal cover, and the rear end of the distal cover was damaged by chemical attack, making it easy to remove the cover from the endoscope. 2.) The cover was easily removed from the scope due to insufficient attachment to the scope. This issue is addressed in the instructions for use (IFU): as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.

Event description:
The customer reported to olympus that during an endoscopic retrograde cholangiopancreatography (ercp) the distal cover fell off during the procedure and was located in the area of the bite block. The distal cover was retrieved by hand and the procedure was completed. The was no report of patient injury due to the event. This complaint required two reports. The related patient identifiers are as follows: (B)(6): tjf-q190v; (B)(6): maj-2315. This medwatch report is for patient identifier: (B)(6).